Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged at the reservoir. The customer¿s blood glucose level was unknown at the time of the incident. It was reported that the insulin pump¿s reservoir o ring had broken off, and that it has previously been dropped the week before. Customer also state their blood sugar has been rising over time. No troubleshooting was performed, nor treatment was administered. Customer was advised to discontinue use of the insulin pump. The customer was advised that they would be receiving a replacement pump and to revert to back-up plan per hcp¿s instructions. Customer was advised to return the broken pump for analysis.

Manufacturer narrative:
Unit was not received in manufacture mode. Unable to perform displacement test or occlusion test due to missing retainer. Unit power up properly after battery installation. Unit was received with operating currents within specification. Unit passed self-test, rewind, seating, basic occlusion test and force sensor test. Unit was received with broken reservoir tube lip, missing reservoir tube o-ring, minor scratches on case and minor scratches on lcd window. Unit was received with corroded battery tube.